Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) d17 - sideeffect. C22 - sideeffect. Summary of investigational findings: a 74-year-old male patient with a history of unstable angina pectoris, chronic kidney disease stage 5, peripheral vascular disease, hypertension and a previous repair of a descending aortic aneurysm in 2018 underwent emergent procedure on 14apr2020 after removal of previously implanted non-cook devices at a different hospital. Per the surgery report the patient underwent hybrid procedure, where open surgery was performed to perform a left ilio-femoral bypass to create an access for a terminal retrograde revascularization of the right and left renal artery and the superior mesenteric artery (sma). Several cook devices was then implanted via endovascular approach without any reported difficulties. A list of the implanted devices was provided showing that 3 zdeg devices (zdeg-p-34-204-pf, zdeg-pt-42-34-210-pf and zdeg-p-34-154-pf), a zta-p-46-125, a zimb-36-84 and 2 zisl devices (zisl-20-59 and zisl-20-77) were implanted during the procedure. The procedure was completed with no signs of type 1 or 3 endoleak, however a leak linked to a lumbar was noticed but could not be assessed. After closure of the laparotomy the patient had bleeding that required hemostasis of the aneurysmal sac which was linked to bleeding through the opening in the excluded aneurysmal sac. The opening was reinforced with stiches before closing the patient. On (B)(6) 2020 the patient experienced multi-organ failure and was taken to surgery where the patient had an evacuation of a quantity of blood in the whole peritoneum. Upon reopening of the posterior peritoneum, it was found that the aneurysmal sac was under tension again and at the opening of the sac the patient fell abruptly with an almost impregnable tension. Decision was made to stop resuscitation. The site has stated that the event was related to the previously performed procedure with removal of previously applied non-cook devices. A clinical assessment of the information given was made by a medical advisor. As per the medical advisor¿s assessment it appears that the event occurred due to a cascade of events where the patient is transferred from another hospital due to complications and then needs an urgent treatment for both occlusion and endoleak type iii. It is not clear if the final bleeding is assumed to be due to the leakage from the lumbar or other reason. Most likely the bleeding was the cause of the multi-organ failure in an already multimorbid patient. However, it is noted that no conclusion can be made based on the limited and at times unclear information. Review of the device history record gave no indication of the device being produced out of specification. Based on the limited provided information nothing indicates that the cook devices did not function as intended. However, this event is registered as a procedural complication. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(6) blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2020, during the index procedure, three zdeg devices were implanted: zdeg-pt-42-34-210-pf (lot#e3923811) , zdeg-p-34-204-pf (lot#e3942460); zdeg-p-34-154-pf (lot# e3933497) were implanted without difficulty. The degree of proximal oversizing was not reported. Per the provided operational report zta (pr396468), zisl and zimb was also implanted during the procedure. Primary indication for implant was treatment of type iii endoleak on existing stent. Pre-procedure imaging has not been reported on. The procedure was a planned procedure. During the procedure it was noted there was procedural blood loss >=1 liter. During the procedure a balloon was used at the proximal sealing zone of the graft and junction of overlap between the graft and distal graft to facilitate anatomic compliance. During the study procedure it was indicated that a left retrograde ilio-renal bypass, right retrograde ilio-renal bypass and retrograde ilio-mesenteric bypass was done. On (B)(6) 2020 (one day post-procedure), it was reported the patient experienced multi-organ failure which resulted in death. The patient underwent vascular surgical treatment. Per the site it was stated: ¿evacuation of a quantity of blood in the whole peritoneum. Reopening of the posterior peritoneum, the aneurysmal sac is again under tension and at the opening of the sac the patient falls abruptly with an almost impregnable tension. Decision was made to stop resuscitation.¿ the investigating team defined the event as probably related to the study device, study procedure and pre-existing conditions. There is an outstanding query to determine what zdeg device they are relating the casual relationship to. The event resulted in death and was also noted the event occurred due to a device deficiency. Patient outcome: the event multi-organ failure resulted in death on (B)(6) 2020.